Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, the right ventricular lead exhibited oversensing of noise. It was unable to be reproduced in clinic via isometric tests. Programming changes were made. There were no patient consequences.